Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump displayed a ¿placement signal not reliable¿ alarm. The position alarm was disabled after the pump position was confirmed multiple times. Pump support continued without interruption, and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned for investigation. The log shows consistent 5s parameters. On the second day of support there were false impella position in aorta alarms with impella position confirmed. These alarms are confirmed in the data logs. There are no "placement signal not reliable" alarms. The cause of the optical signal issue and the false "impella position in aorta" alarms are most likely patient condition related. There are no patterns in the 5s to suggest a failure of the optical system. All pertinent information available to abiomed has been submitted at this time.